Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during knee arthroplasty that when the stem packaging was opened, the sterile bag appeared to be foggy and powdery on the inside. As the surgeon was concerned about the sterility of the device, another stem was used to complete the procedure. No adverse events were reported as a result of this malfunction.